Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 12.7 mmol/l, 11.0 mmol/l, 10.0 mmol/l, 8.0 mmol/l, 7.0 mmol/l, and 6.0 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device however, the customer no longer has the test cassette.

Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned to manufacturer.